Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported that the plunger rod is difficult to move and will not draw the insulin. Consumer stated that she does re-use but the syringe that she had the difficulty with was a brand new syringe from the box. I advised consumer on re-use. Consumer refused replacement, she stated that she has lots of syringes. Lot #: 3325061 catalog #: 328468 date of event: unknown samples: available - sending mail kit.